Event description:
Customer reported the staff was performing an epidural lumbar procedure and had just moved the c assembly to the lateral position, when: the system locked up, all mf control panel lights were illuminated, the xray on lamps were lit, the mf fluorescent display indicated all squares the staff rebooted the system and normal operation was restored.

Manufacturer narrative:
Service rep remove and replace the ps3 column lift power supply, reseat the pins in the footswitch that were unseated. Erase nodes and image files reload calibration files. Verified that the system is working as intended all lift, footswitch and image recall functions are normal.